Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device unexpectedly shut down during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue.

Event description:
A customer contacted physio-control to report that their device unexpectedly shut down during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.